Manufacturer narrative:
Investigation description. Visual inspection identified minor cosmetic wear, most notably around the drug chamber, where a thin circumferential region of anodization loss was observed, exposing the underlying base metal. The device powered on as expected when placed on the charging pad. However, following successful boot-up, the display was non-responsive to touch input. The device was subsequently disassembled for further investigation. Inspection revealed that the touchscreen display flex ribbon was partially disengaged from the main board connector. The kapton retention tape was present and intact; however, the flex cable had migrated out from beneath the tape. The display ribbon was reseated and secured, after which full touchscreen functionality was restored and the device operated in accordance with design specifications. The mechanism by which the display ribbon became dislodged could not be determined. The reported patient complaint of an unresponsive touchscreen was confirmed.

Event description:
It was reported that the pump touchscreen became unresponsive, preventing device unlock and selection of the insulin cartridge icon; the user restarted the pump via the mobile app after re-pairing bluetooth, but the touchscreen remained unresponsive and a replacement was planned. Symptoms included no injury or clinical effects. Outcomes included interruption of normal device operation without alarms. Investigation included remote troubleshooting and guided restart through the companion app with bluetooth reconnect. Investigation of this case revealed a suspected touchscreen malfunction of the pump user interface that persisted after restart and re-pairing, consistent with a device component performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the touchscreen hardware.